Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, more than half way through the procedure, the device would not turn off. The tip was glowing red hot. The surgeon who was also the harvester retracted the tissue welder into the cannula and removed the device out from the patient and the hemopro tip burst to flame. They unplugged the device from the power and removed from the field. A replacement hemopro device was connected to the same extension cable and power supply to complete the procedure. The hospital did not report any patient complications. The hemopro power supply setting was 3.0 per the recommended IFU.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).